Manufacturer narrative:
Updated event description. A followup will be filed once the device has been returned.

Event description:
The ns9001 was adjusted and fixed its location (position) by sewing the clip anchor to the periosteum.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was found the ventricular catheter (ns9001) had misaligned. The surgeon used the 82-8800 certas valve placed over the precordium. Revision of the catheter was performed. According to the surgeon¿s opinion, it's highly likely that the ventricular catheter had misaligned due to simple circumnutation of the neck.

Manufacturer narrative:
It was previously reported that the device would be returned for evaluation. It was later communicated that the valve would not be made available. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A definite lot number was not provided. A manufacturing review for the two potential lots was performed and no discrepancies were found in either lot. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.